Manufacturer narrative:
H10: the lot number for the two malfunctions was provided and a lot history review was performed. The devices for both malfunction has not been returned for evaluation, however, one photo for each malfunction was provided. A photo for one malfunction is provided from a different lot and does not provide any additional information to the malfunction. One photo was provided for another malfunction, however, the investigation for this malfunction is currently underway. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model sccan01 biopsy instrument allegedly experienced a device markings issue. This information was received from various sources. Of the two malfunctions, no patients were involved and as such the age, weight, and gender of the intended patient¿s was not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model sccan01 biopsy instrument allegedly experienced a device markings issue. This information was received from various sources. Of the two malfunctions, no patients were involved and as such the age, weight, and gender of the intended patient¿s was not provided.

Manufacturer narrative:
H10: the lot number for the two malfunctions were provided and a lot history review was performed. The devices for both malfunctions have not been returned for evaluation, however, one photo for each malfunction was provided. A photo for one malfunction was provided from a different lot and does not provide any additional information to the malfunction. One photo was provided for another malfunction, however, the investigation unconfirmed for both the reported mislabeled product issue. A definitive root cause could not be determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the two malfunctions was provided and a lot history review was performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for device markings or labelling problem as no objective evidence has been provided to confirm any alleged deficiency with the device. A photo was provided for investigation, but is a photo of a different lot and does not provide any additional information to the malfunction. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model sccan01 biopsy instrument allegedly experienced a device markings issue. This information was received from various sources. Of the two malfunctions, no patients were involved and as such the age, weight, and gender of the intended patient¿s was not provided.